Event description:
It was reported that this pacemaker was part of system revision due to pocket infection. The physician started medication therapy for the patient. No additional adverse patient effects were reported. This pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.